Event description:
Initially, it was reported that the patient underwent generator replacement for unknown reasons. Surgery notes dated (B)(6) 2013 indicated that the generator was possibly breaking through the skin. It was noted that the physician noted an erythematous patch around where the pulse generator was and that the skin was extremely thin over the generator. The patient was seen by the surgeon who recommended revision and relocation of the generator. The patient underwent surgery at which time a new generator pocket was created and a new generator connected to the initial lead was implanted. It was noted that the skin at the previous pocket was indeed intact and there was no overt breakdown in the skin.

Manufacturer narrative:
.